Event description:
On (B)(6) 2013, the patient contacted animas stating she experienced a blood glucose (bg) of 403 mg/dl with vomiting and nausea. The patient reportedly treated the bg with a correction injection. It was noted that the patient was blind and she was trying to confirm alarms without verifying what the message was on the pump display screen. The patient reportedly asked for assistance on reading the pump display screen and the display screen indicated that the pump was not primed. The patient reportedly tried to prime the pump and was unable to and the pump continued to alarm a ¿no prime¿ warning. The patient reportedly also using reusing cartridges for 3 days. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported because the patient was not addressing alarms appropriately due to having issues with vision and was also reusing supplies.

Manufacturer narrative:
The cartridge was evaluated by product analysis on 10/31/2013 with the following findings: during investigation, a reserved sample from the same lot number was tested. No product was returned for investigation. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no leaks observed from the luer connection, o-rings, or other parts of the cartridge and no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.